Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va16yua implanted: (B)(6) 2016. Explanted: (B)(6) 2017. Product type lead. Product ID 3389s-40. Lot# va16yua. Implanted (B)(6)2016. Explanted: (B)(6) 2017. Product type lead. Product ID 3708660. Serial# (B)(4). Implanted: (B)(6)2017. Explanted: (B)(6)2017. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a regarding a patient with an implanted neurostimulator (ins). It was reported that the patient was bitten by a tick directly over their lead/extension connection which became infected and resulted in skin erosion. They were put on keflex and the original ins and extension were replaced to try and save the system, because the patient did not want to have it explanted. The patient switched to levaquin and doxycyclin two months after the tick bite. 2 weeks later the infection seemed to be clearing up. 3 months later they called their hcp indicating the extension was exposed, but did not return the hcp's call for over a month. Last week cipro was started. The system was explanted on the day of this report and the issue was resolved. No further complications were reported as a result of this event.